Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt stated having increase in power and flows showing +++. All pts' labs were within normal limits including lactate dehydrogenase (ldh). Echo completed and was unchanged. Pt was started on heparin drops. The pts' vital signs were stable and he is feeling fine. Inr's began and kept at 1.3-1.5 because of gi bleeding. Additional info was received 22 days later advising that the pt is currently in the rehabilitation unit and has not been discharged.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.